Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail balloon ruptured at 14 atms on the second inflation. (The number of atms reached on the initial inflation was 12 atms.) The lesion being treated was a calcified, 99% stenotic lesion in a minimally tortuous proximal - mid lad coronary artery. The physician used a terumo introducer sheath for vascular access and a balance guidewire and a 7fr mach1 jl3.5 stsh guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to predilate the lesion for placement of an unspecified type of stent. The quantum maverick monorail balloon was removed and replaced with another device to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.